Event description:
Endoscopic vein harvester hooked up to the electric source. Device started to smoke and was on the verge of igniting when noted by the physician assistant who was taking the vein. Device immediately removed from the field and sequestered for risk mgmt.